Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that at (B)(6), when the medical staff was performing PICC catheter maintenance and injecting saline into the patient, they found leakage from the PICC puncture site and suspected that the catheter was damaged. The catheter was found to be damaged and leaking at 38.5 cm. The patient had a catheter inserted on (B)(6) 2024. The nurse removed the PICC catheter and reinserted the catheter. (External damage was excluded, and there was no leakage during catheterization). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is inconclusive due to the state of the returned sample. Two photographs of a groshong were returned for evaluation. An initial visual observation of the first photograph showed that the catheter was inserted into a patient¿s arm. What appears to be a droplet of a clear liquid was observed on the catheter at the insertion site. An initial visual observation of the second photograph showed the catheter laid out on a kit. While a drop of a clear liquid was observed, no damage could be seen on the sample in the returned photographs. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.